Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026.on (B)(6) 2026 at around 1:00 pm, the patient was driving and felt dizzy so he pulled over at a gas station to get some candies, but as he walked in the store, he suddenly passed out. Patient didn't check his cgm readings despite feeling symptoms, but prior to stepping in to his car it was giving normal readings. When he woke up, there blood on the floor because his nose was cut when he fell. Someone called an ambulance which transported him straight to the ER. When he arrived at the ER, his bg was measured 45 mg/dl, cgm was reading normal (unspecified value). He was transferred from the ER to a private room for close monitoring and was treated with IV glucose and IV fluids. He discharged on (B)(6) 2026 with a bg reading of 160 mg/dl. At the time of the report, the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient passed out. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.